Event description:
I had a stryker rejuvenate hip implant place in me on (B)(6) 2011. After (B)(6) months, my pain got worse and worse. I went back to the treating doctor four times over the last (B)(6) months. He repeatedly said nothing was wrong. I finally was referred to some (B)(6) doctors that advised me (B)(6) weeks ago that this stryker implant has to come out. They are not sure just how they are going to get this thing out, as it wasn't intended to come out. As of this writing I am (B)(6) and back walking with a cane due to this thing. On constant pain medication for the last (B)(6) months. They plan on taking this implant out the last week of (B)(6). Blood work and x-rays have been done and a bone scan tomorrow. Thanks, (B)(6).